Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 40 mg/dl. The customer was admitted in the hospital. Customer cause of hospitalization was unknown. Customer blood glucose was stabilized and released to still nursing for rehabilitation. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 680 mg/dl and other time is 550 mg/dl. Customer was hospitalized twice for high blood glucose. Customer was treated in hospital with sliding scale and put into stilled nursing.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. The insulin pump was monitored for three days no unexpected pump suspending on its own noted during our testing. No a21 alarm noted. However, the insulin pump had multiple a47 alarms noted in alarm history screen due to corrupted history file. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.